Event description:
It was reported the patient presented with an implantable cardioverter defibrillator in backup mode. The implantable cardioverter defibrillator was not able to be restored and was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. The implantable cardioverter defibrillator (ICD) was received for analysis. However, the device image from the backup event was not available, so the cause of the reported event could not be determined. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced.